Event description:
The customer had applied a new pod in the event - his bg level at the time was 76 mg/dl. Throughout the remainder of that evening into the following morning, his bg levels had risen to (up to 239 mg/dl, then 286 mg/dl); basal rates and boluses had been administered during this time. He continued administering basal rates and boluses throughout the day, but - despite this - his bg's climbed to 358 mg/dl, then 450 mg/dl by late evening. He went to deactivate the pod and noticed that the cannula was not inserted properly or came out." However, no wetness was noticed around or underneath the pod. The device will be returned for eval.

Manufacturer narrative:
The pod was returned for eval - no mechanical problems were found that would have caused or contributed to the customer's high bg levels. The pod had performed as designed during testing. Although no mechanical issue was confirmed, it is determined that the customer's high bg levels may have resulted from the cannula coming out from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: eval conclusions code pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing).